Manufacturer narrative:
Evaluation codes; results: the complaint of "loose connection" was confirmed. As received, the cables had small cracks on 2 of the rj45 connectors. When the pt scenario was created with the returned lab lead, the cavity cable had a loose connection. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) lead disconnected several times from the trial cable. In turn, an sjm rep replaced the trial cable which resolved the issue.